Manufacturer narrative:
Blocks b5 and h6 (device codes) have been corrected following a review which identified that the stent is not indicated to treat fistulas on their own, without a confirmation of a malignancy present; hence, considered an off-label use. Blocks d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and the device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of a stent migration. Imdrf impact code f2301 captures the reportable event of a removal of stent using forceps. Imdrf impact code f2202 captures the reportable event of a stent was repositioned under fluoroscopic guidance.

Event description:
It was reported to boston scientific corporation that an agile esophageal otw fully covered stent was implanted to treat a fistula in the esophagus during an upper gastrointestinal (gi) endoscopy procedure performed on (B)(6) 2023. The implant was successful. However, on (B)(6) 2023, during a routine follow-up, chest and lateral xray results showed the stent had migrated. The migrated stent was grasped using rat tooth forceps and was repositioned in the distal esophagus by crossing the ge junction under fluoroscopic guidance with mid-portion across the fistula site. Using an apollo overstitch device, the stent was sutured in place at the proximal margin (2 sutures placed at proximal end with fixture to mucosa just proximal to the stent). On (B)(6) 2023, the stent was found to have migrated again. It was repositioned and eventually removed on (B)(6) 2023, using forceps. There were no patient complications reported as a result of this event. Note: it was not confirmed whether a malignancy was present. However, agile esophageal otw fully covered stents are not indicated to treat fistulas on their own. Per the directions for use, these stents are intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and the device manufacture dates are unknown. Imdrf device code a010402 captures the reportable event of a stent migration. Imdrf impact code f2301 captures the reportable event of a removal of stent using forceps. Imdrf impact code f2202 captures the reportable event of a stent was repositioned under fluoroscopic guidance.

Event description:
It was reported to boston scientific corporation that an agile esophageal otw fully covered stent was implanted to treat a fistula in the esophagus during an upper gastrointestinal (gi) endoscopy procedure performed on (B)(6) 2023. During the procedure, the stent was successfully implanted. On october 2, 2023, during follow up, chest and lateral xray results showed the stent had migrated. The migrated stent was grasped using rat tooth forceps and was repositioned in the distal esophagus by crossing the ge junction under fluoroscopic guidance with mid-portion across the fistula site. Using an apollo overstitch device, the stent was sutured in place at the proximal margin (2 sutures placed at proximal end with fixture to mucosa just proximal to the stent). On october 10, 2023, the stent was found to have migrated again. The stent was repositioned and the stent was removed on (B)(6) 2023 using forceps. There were no patient complications reported as a result of this event.